Event description:
It was reported that after surgery the nurse noticed that teeth from universal oscillating saw attachment were broken. There was no harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.